Event description:
Patient's mother reported after the patient went swimming today and the keypad on his pump is no longer responding to presses. No water found in battery or cartridge compartment or under the screen. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Pump was returned; however, testing is not complete. Once testing is done a supplemental report will be submitted.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): testing was unable to duplicate the unresponsive keypad issue. No defect was found. The keypad was intact and removed for investigation. No moisture corrosion visible in battery or pump compartment. No leaks were found during testing.